Event description:
Asr revision reported via sales rep.asr xl.right.patient reported with painful right tha (asr/trilock). Radiographs did not indicate loosening. Upon explantation there appeared to be some degree of trunnion wear and metalosis. Patient did apparently have some elevation of cobalt/chromium levels. Revised acetabular construct to pinnacle ceramic or poly resulting in a stable construct.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)